Event description:
It was reported that the helix could not be extended during the implant procedure. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.